Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had issues with their implant dying randomly. The implant was in for a year and a half and died in (B)(6) 2018. They thought something may have been wrong with the implant because it was not at a rate that would have depleted the battery. No symptoms or further complications were reported or anticipated.